Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the trocar didn't load, would not go into the pt. The surgeon used a new trocar to complete the case. There was no consequence to the pt.